Event description:
Customer called lfs on 7/2002 alleging that the meter was prompting the "error 5" message. Customer did not report any symptoms. Customer tried retesting with the meter for a couple of days; however, customer was unsuccessful in obtaining a blood glucose result. It is unknown if the meter detected a problem with the test strip, or the application of blood was incorrect. Customer maintained the insulin regimen, while on vacation, without knowing the blood glucose levels. Customer did not have a backup device. Ccr was unable to resolve the issue. Ccr replaced the meter. No further information was provided.